Event description:
Reporter calling, stating he received a battery cap replacement for his medtronic 770g insulin pump. Reporter states he did not have any problems with the previous battery cap, however after receiving his new battery cap he states a form included with it indicated he should contact the FDA to report on the old battery cap. Reporter states the old battery cap is "model acc-1527".